Manufacturer narrative:
Although this event involved a single unit, 2 lot numbers were reported and the initial reporter did not know which one was involved. Lot a159095, expiration date is feb 23, 2021, (B)(4), manufacture date is mar 14, 2016. Lot a179927, expiration date is jun 21, 2022, (B)(4), manufacture date is jul 10, 2017. The device history was reviewed for both lots and showed the devices were manufactured according to the specification.

Event description:
An l4/l5 plif operation was completed on (B)(6) 2018 without problems. On (B)(6) 2018 the surgeon indicated the cage was sinking and reported slight permanent damage to the right l4 vertebral body. The overall procedure was successful as all patient pain has disappeared. The surgeon indicated he may have overcut the endplate. This event was not initially reported to the manufacturer but was discovered through a post market survey.